Event description:
It was reported that during a hysterecomy, the handpiece wouldn't activate with a hand-activated instrument. The case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned in good physical condition. During functional testing, the instrument was found to no longer meet the spec for continuity; therefore, it does not activate the generator during use with and hand switch adaptor. In addition, the handpiece was disassembled; and the acoustic isolator was torn. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.